Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error, the screen whent blank and the device had also made noise while blank. The blood glucose reading was 97 mg/dl. The customer stated that the insulin pump may have been dropped or bumped over the past 4 years. He also noted that he has run in the rain with the device on a few times but kept it covered. Upon troubleshooting, it was found that inserting a new battery did cause the display to return. Advised that a replacement battery cap would be sent. The device passed the self test. No condensation nor moisture under the screen was noted. Nothing further reported.